Event description:
The following has been reported: issue: battery not working. Resolution: replaced battery. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.